Manufacturer narrative:
Initial reporter name and address: email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, one opening in posterior side assessed as fold flaw opening. Other-technical: no observed particle in the valve. Additional observations: wear abrasion is observed. Crease fold observed on the device. Additional, changed, and/or corrected data: b5, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side deflation. Additionally reported particles in valve and hole in radius.device has been explanted and replaced.